Manufacturer narrative:
A specific cause for the reported chest pain could not be conclusively determined. No device related issues were reported. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 48 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient had been experiencing pain requiring narcotics on the left side of the chest at the pump site since post-operative day 30. The patient received a peripheral nerve block as an outpatient on (B)(6) 2016 and experienced immediate relief. At the post-procedure follow-up 3 days later the patient was still reporting no pain at the site.